Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted sigmoid colectomy, during the creation of the anastomosis, the surgeon fired the stapler. Upon inspection after firing, he realized that the stapler has transected the tissue, but staples were never deployed. Due to the lack of tissue, the surgeon was unable to do another firing which led to the patient having to have a colostomy. The surgery was extended by an hour and as a result the patient's hospitalization was extended as well. There was an unanticipated tissue loss. To resolve the issue, the patient received colostomy. There was blood loss of more than 500cc. On follow up, patient is fine other than the colostomy. According to the surgeon, no staples were fired during the procedure and it was a true cut/no staple event. Sales rep inspected and saw approximately 5 of the inner staples were attached to the anvil, but that was it. Patient is re-evaluated in 6 months to see if another attempt is possible. Procedure remained laparoscopically assisted procedure.

Manufacturer narrative:
Additional information: g1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the cut ring was partially severed or intact. It was reported that the staples did not deploy from the stapler after the handle was squeezed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by an incomplete hand compression. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: warning and precautions to ensure that the green bar is visible in the indicator window prior squeezing the handle for firing and to fully squeeze the handle to avoid staple formation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.